Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the reported event was most likely due to a faulty turbine assembly. A replacement turbine assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for evaluation. As of august 26, 2015 the alleged faulty main board has not been received.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported a unit that was alarming ¿vent inop/ motor fault¿. They also indicated ¿no gas delivery¿. The reported event was found before use, there was no patient involvement.